Event description:
The dealer is alleging that the 3gtq3 power chair would be driving right along, and come to a dead stop. The dealer states that the device was giving fault logs 811 for a bad battery.